Event description:
Additionally, healthcare professional reported capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, underweight. A visual and microscopic analysis was performed which identified: crease sharp opening, stress marks, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.